Manufacturer narrative:
UDI (B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was generating a lot of heat. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the cable/cord/wiring of the device was damaged. It was noted that the device was displaying an error e6, no test run was possible, and the motor and controller were defective. It was further determined that the device failed pretest for hand piece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, motor thermistor assessment, cutter lock assessment, and loctite and cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.